Event description:
It was reported that after arterial line was placed and guidewire deployed by physician's assistant, it was not possible to pull wire back from artery. As a result he pulled back on catheter and tip broke off inside the patient. Retained piece was removed with forceps superficially. There were no associated patient complications reported.